Manufacturer narrative:
The main component of the system. Other relevant devices are: (B)(4), s/n: (B)(4); use by date: 03/20/2015; upn # (B)(4), s/n: (B)(4); use by date: 09/16/2016;upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 72mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the graft was originally placed at the left common carotid artery. It was noted that the patient had a follow up CT and a type ia endoleak was observed. As per the physician, the cause of the endoleak was due to difficult patient anatomy. Intervention was performed on an unknown date in which a snorkel procedure was performed, and another manufacturers device was used to try and gain seal in the ascending arch. No additional clinical sequelae were reported, and the patient will be monitored by their physician.

Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak could not be determined from the films provided. Pre-implant CT¿s revealed that the patient had a 7 ¿ 8 cm max diameter taa, which began in the proximal arch several cm¿s from the lcca. Images during implant were not available for review. CT¿s returned from 3-months post-implant revealed that 3 valiant stent grafts had been implanted in the patient¿s thoracic aorta. The proximal device was positioned just caudal to the lcca, and the devices extended to just superior of the celiac artery. The maximum diameter taa measured ~8cm, and beginning 1 ¿ 2 cm from the proximal device contrast was seen within the sac from a likely proximal type I endoleak. It is possible that implanting within the patient¿s short proximal neck, with the taa beginning just past the lcca, may have contributed to the loss of the proximal seal. Images during the reported snorkel procedure and when an additional device was implanted to gain more proximal seal in the ascending arch were not provided. If information is provided in the future, a supplemental report will be issued.